Event description:
The hospital reported that in 2008, a monitor started smoking while connected to a patient. The monitor did continue to operate. The monitor was quarantined and replaced with another monitor. The monitor's behavior had no effect on the patient.

Manufacturer narrative:
The hospital has quarantined the monitor and has made arrangements to return it to spacelabs for investigation. The equipment is in transit to spacelabs.